Event description:
Oscor ventricular lead rx58tbv implanted 11/20/92 displayed stable capture and sensing thresholds with good, stable bipolar resistance of 672-798 ohms from implant through 9/9/97. Upon presentation for device evaluation on 12/12/97 the bipolar resistance had dropped significantly to 339 ohms. He is not pacemaker dependent, so source has waited until lead failure prior to surgically replacing. The resistance is currently 298 ohms, which is indicative of bipolar insulation failure and the lead will now be surgically replaced. Source is waiting for the surgeon to schedule the replacement.